Event description:
As reported, approximately 1 year and 3 months post-implant of a 26 mm sapien 3 ultra valve in the aortic position via transfemoral approach, the valve failed due to stenosis. The patient was treated with balloon valvuloplasty (bav) using 23 mm delivery system. The patient was doing good after bav.

Manufacturer narrative:
The investigation is ongoing. The device remains implanted.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information base on the engineering evaluation. The following sections of this report have been updated: corrected h.6 investigation conclusions and added new information to h.6 type of investigation and investigation findings. The sapien 3 ultra valve was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. Imagery was not provided for review. The instructions for use/training manuals were reviewed for guidance/instruction involving the sapien 3 ultra valve usage. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of the risk management documentation was performed, and the reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint was unable to be confirmed as imagery or medical record was not provided for evaluation. A review of the DHR did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of the IFU and training manuals revealed no deficiencies. During the manufacturing process, all sapien 3 ultra valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. As reported, ''approximately 1 year and 3 months post-implant of a sapien 3 ultra valve in the aortic position via transfemoral approach, the valve failed due to stenosis. The patient was treated with balloon valvuloplasty using 23 mm delivery system. The patient was doing good after bav. It was noted that there wasn't any of edwards device malfunction or premature failure.'' In this case, it is possible that the valve was initially under-deployed, which impacts the proper functionality of the valve. Per the training manual, anatomy (calcification) should be considered when initially positioning the thv. Presence of calcification on the annulus can affect full expansion of the thv. Under-deployed valve results in higher valve gradients and may resemble valve stenosis. As such, available information suggests procedural factors (under-deployed thv) may have contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. Therefore, no corrective or preventative action nor product risk assessment is required at this time.